Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this previously abandoned right ventricular (rv) lead was part of a system revision due to infection. The patient also had staphylococcal septicemia and lead vegetation. Moreover, one rv lead helix was successfully retracted manually but could not be removed with manual traction while the other rv lead's helix could not be retracted. Both leads were then transected and a laser sheath and stylets were utilized to remove the leads. The lead was explanted. No additional adverse patient effects were reported.